Event description:
It is reported that a customer's transmitter does not communicate with their insulin pump. The patient's blood glucose level was at 472 mg/dl. The customer was assisted with trouble shooting and the outcome pertaining to the problem was that the customer changed the infusion set. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.